Event description:
It was reported that the pump was alarming 'no disposable, clamp tubing' or 'pump won't run', the cassette was replaced, and the alarm resolved. This has happened three times. No patient injury was reported.

Manufacturer narrative:
(Catalog number and UDI) and (510k) are unknown; no additional information was received. Initial reporter also sent report to FDA?: yes, medwatch mw5108063. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed and root cause could not be determined. No lot number was provided; therefore, a device history record (DHR) review could not be completed.